Manufacturer narrative:
The depuy warsaw material science department examined the returned product and confirmed the fracture. The screw fractured as a result of ductile overload. A torsional load was applied to the tine, while attempting to advance the screw that exceeded the ultimate strength of the material, resulting in ductile overload fracture of the tine. No material defects were observed in the screw that could have contributed to fracture initiation and/or propagation to failure. The DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. A complaint database search finds no other reported incidents against the provided product and lot combination. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Tabs on the "castle top" of the delta locking screw broke off while inserting the screw into the metaglene within the shoulder capsule. All broken pieces were retrieved from the patient. Surgeon decided to remove damaged locking screw and replace with a non-locking delta screw of the same length.